Manufacturer narrative:
One fast-fix 360 curved needle delivery expanded indication system device reported on. The product was used for treatment but was not returned for evaluation. Due to product unavailability, conclusive investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Inadvertent twisting or bending of the needle can interfere with proper advancement and release of anchors. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Difficulty with reaching the desired tissue location. Inadequate tissue conditions. Incomplete needle penetration through meniscus. Unintended double triggering. Anchor proximity; tension causing t1 to pull t2. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ final product met specifications upon release to distribution.

Manufacturer narrative:
Thirteen 72203721 fast-fix 360 curved needle delivery system devices returned for evaluation. Twelve were unopened. One device was open. The device did not appear to be used although no anchors or suture were returned. Two different chartstik label sets for 2 lot numbers were in that shelf carton but the carton label displayed the lot reported. That device displayed no damage. The 12 new unused unopened devices were then sampled for evaluation. They did not display any damage. They were properly functional. Devices were cycled once, deploying t1 and then cycled again, deploying t2. The reported failure nor any reason for failure was observed. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the two bars of the device came out during the first ejection. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.